Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was providing inappropriate therapy for episodes of supra ventricular tachycardia (svt) because they were being detected as ventricular tachycardia (vt). The ICD remains in use. No further patient complications have been reported as a result of this event.